Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had an air leak. Inspection and testing of the returned device found that the nozzle had foreign objects. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost due to wear of the zoom lever. It was also noted that the control section, grip and scope connector had foreign objects. The adhesive on the bending section rubber had a chip, a crack and a white clouded area. The water removal ability did not meet standard value due to clogging of the nozzle and the scope cover had discoloration. The adhesive around the objective lens and light guide lens was peeled and there were scratches noted throughout the device. It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
H10: per additional information from the customer, reprocessing was conducted in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.